Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received alert code 61 on the ilet device, identified as an external flash write error, and the alert cleared after a device restart following troubleshooting and education. Symptoms included no adverse physiological effects, with blood glucose reported in range at the time of the event. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting with power cycling and user education. Investigation of this case revealed that the alert was transient and resolved with a restart, consistent with a nonpersistent device memory write error with no impact to therapy or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient software or memory write anomaly.